Event description:
A home pt (hp) reported feeling abdominal pain, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp reported they had approx 2000mls in their peritoneum at the time they started apd therapy. The hp reported that the device remained in the initial drain for a brief time only before advancing into fill. The hp received the fill and therapy advanced into dwell, at which time they felt overfilled. The hp drained 1293mls of fluid until they felt relieved, after which they continued apd therapy. Review of the hp's program parameters revealed that although they started the apd therapy with fluid in their peritoneum, the initial drain alarm setpoint was programmed at 0mls. The hp had been previously advised to contact their healthcare professional (hcp) in order to increase the initial drain alarm setpoint, however, the hp had not. There was no resulting pt injury or medical intervention reported.